Event description:
It was reported, the pt is unable to receive adequate pain relief due to receiving painful stimulation in an unintended area. Reprogramming attempts to provide resolution were unsuccessful. X-rays were taken and revealed lead migration. The pt seems to have poor posture. The pt plans to undergo surgical intervention to address the issue(s).

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.